Event description:
The surgeon utilized the baxano io-flex system to perform a decompression of the left l4/5 neuroforamen. After utilizing the baxano neurocheck device to confirm safe placement of the wire, the 10 mm baxano microblade shaver was introduced into the foramen. Six - eight reciprocations were performed. The surgeon then took a lateral fluoroscopic image to assess space created within the foramen. The surgeon proceeded to decompress further with the microblade shaver which resulted in fracture of the facet. The surgeon then removed the microblade shaver and performed an interbody fusion at l4/5. No adverse sequelae related to the surgical procedure were reported at 12 days post-op.